Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the case was aborted due to the patient falling off the operating room table. After targeting was complete and the endoscope camera was docked, the patient rolled to the side and slid off the table. The patient was reported to be in supine position at the time of the event, it was unknown if any safety belts were applied to the patient prior to start of the procedure. The procedure was aborted due to the fall, and the patient received a CT scan for further evaluation. It was noted that the patient injury was not a result of a da vinci system error or complications. The operating room table was not a trumpf table. The patient was reportedly stable. It is unknown if any medical intervention was required due to the fall.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no report of a malfunction of a da vinci device/product. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.